Event description:
Patient's first revision to an mdm due to dislocation in (B)(6) 2012 in a different facility. The surgeon said the patient had dislocated again necessitating a 2nd revision. Once the the surgeon entered the joint he found that the plastic outer head of the mdm was gone. The surgeon was not able to determine if heads had separated in the patient or if the original was never implanted.

Event description:
Patient's first revision to an mdm due to dislocation in (B)(6) 2012 in a different facility. The surgeon said the patient had dislocated again necessitating a 2nd revision. Once the surgeon entered the joint he found that the plastic outer head of the mdm was gone. The surgeon was not able to determine if heads had separated in the patient or if the original was never implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving an adm liner, a mdm liner ((B)(4)) and a metal head ((B)(4)) was reported. The event was not confirmed. Visual inspection noted scratches and marks on the rim and on the articulating surface of the returned insert, most likely due to explantation damage. Dimensional inspection was not performed on the returned insert due to the explantation damage noted in the visual inspection. Functional testing was not carried out as the reported event cannot be replicated. A review of the provided medical records by a clinical consultant indicated that the root cause of the reported event may be due to the gross muscle deficiency around the hip, already in existence during the first revision procedure and although improved still was not good enough to provide adequate protection against another dislocation event. Device history shows that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies.the exact cause of the event could not be determined because insufficient information was provided.